Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for 4 days due to a pump malfunction. Multiple attempts were made to follow up with the customer on the reported issue. No response from the customer was received. There was no additional information on the reported issue provided.